Event description:
Air in line all the way to the patient with no alarm. Secondary bag empty with no alarm. No patient harm. Biomedical assessment: there were no errors in the error logs of the pcu and the lvp associated with this event. The lvp had three prior "failure sensor broken" errors, code 240.4150.5. These errors were from the month the event happened. The pcu and lvp modules were returned to alaris for evaluation and repair.